Event description:
It was reported the ez-io was being placed into the left proximal tibia of patient in cardiac arrest. Ems was on the scene within two minutes of the initial phone call. CPR started by ems, initial cardiac rhythm was c-fib and the patient was shocked within a couple of minutes for a total of five shocks over a 15 minute period. An advanced airway was established immediately after the initial shock. The patient did remain in a shockable rhythm for the first 15 minutes of CPR. The attempt for the ez-io was after the first two defibrillator shocks around the five minute mark. The power driver started the insertion but quickly lost power, stalled and the needle was only inserted about 1/3 of the needed depth. The driver was then disconnected and the needle was inserted manually the remainder of the needed depth. The patient was declared deceased after 20 minutes of CPR with no return of pulse and no shockable cardiac rhythm. A delay of cardiac medication administration was caused by the failure of the io insertion. However, the delay was slight, about one minute, and it is undeterminable as to whether this delay resulted in the overall outcome. No further medical intervention was required as the manual insertion was successful and medication was administered successfully following the power driver failure.

Manufacturer narrative:
(B)(4).